Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc catheter broke. Nurses in the CT room of (B)(6) hospital found that the front-end catheter leaked blood when they saw the blood return during the puncture of the indwelling needle, and did not carry out repeated puncture or the withdrawal of the needle core for re-insertion, so I hope that the company will pay attention to it, find out the reasons and respond to it, so that this kind of situation can be avoided.

Manufacturer narrative:
1. The customer returned 1 defective sample. The sample showed that the sku was 383057, the batch code was 3325166, the catheter was damaged in 2 places, the damaged places were about 1.4cm from the small end of the catheter hub, and the damaged states were from the outside to the inside. 2. DHR/bhr review lot#3325166 1-this batch of products were assembled at intima ii auto line 4 in december 2023, and packaged at cfs package line in december 2023. Work order quantity was (B)(4) ea. 2-reviewed the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-reviewed the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch were taken for 45psi leakage test. All the samples passed the test, and no leakage was found at the catheters. 4. Cause analysis: 1-according to the damaged sites and states of the catheter, the damages of the catheter may be related to the swaging grippers of zone 1. 2-on-site inspection and tracking, on august 12, 2024, found that the swaging grippers of zone 1 would make the catheter white (i.e. : catheter damage), judged that the grippers had burrs, and timely action was taken: polishing the grippers. Please see attachment (B)(4) for the maintenance record. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. According to the defect status of the returned sample, it is inferred that the catheter damage may be broken by the swaging grippers of zone 1, but no similar defective products have been found, so the root cause cannot be determined. This complaint is an individual case, and the plant will continue to track the defect. 2- modify the needle assembly machine parameter inspection record file mfg-11030-a, add daily inspections of the needle guide grippers status and septum tools gap, and notify the technician to repair the equipment in time if any abnormality is found; in summary, the complaint was caused by the failure of the needle to be correctly inserted into the center slit of the septum during assembly, resulting in an additional hole in the non-center position of the septum, which caused the product to leak. The factory has taken relevant improvement measures and will continue to pay attention to and monitor the trend of this defect complaint.

Event description:
No additional information provided .